Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure the wire was broken on the fenestrated bipolar forceps instrument. The procedure was completed with no indication of patient injury. Isi followed up with the initial reporter and obtained the following additional information: a myomectomy was being performed when the issue occurred. The operation was prolonged around 35 minutes as a result of this issue. The total operative time was 2-3 hrs. The patient was under anesthesia at the time of the event. There was no injury to the patient.